Event description:
A healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, haptics damaged inside the cartridge and injector. The procedure was completed on same day. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).